Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control customer that the customer's device defibrillator had the service wrench, charge-pak, and attention icons in its readiness display. When the device's lid was opened, there were no voice prompts. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  The cause of the reported issue was determined to be process residue on a resistor, designator r35 from the digital pcb assembly.